Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer's service center for evaluation of the allegation of an error code. There was no patient involvement, and no harm or injury reported. On device evaluation, the complaint of a device error code was confirmed. A ventilator inoperative error code was found in the download error log indicating the machine flow sensor railed to maximum negative value. The machine flow sensor would require replacement to address with issue. However, no repairs were completed; the device was scrapped.